Event description:
The company received a report where it was claimed that the locking system of the inner and outer cannula did not function correctly, which created a leak. The caller reported this was discovered after 3 days of pt use. The info provided suggest that recannulation of a replacement tube was required. Multiple attempts have been made to collect further info related to this report.

Manufacturer narrative:
The sample associated to this report is not expected to be returned for analysis. The customer did provide a lot#. Mfg will perform a lot history review of the reported lot as part of the investigation. If significant info is identified from the lot review then a summary of the findings will be provided in a supplemental report.